Event description:
End user called for assistance using the device. Training by phone discovered that the calibration will not test. The device was replaced and the defective one returned for investigation.